Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360 coronary orbital atherectomy system instructions for use manual states that perforation is a possible adverse event that can occur with use of the system. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the left anterior descending artery (lad). Prior to use of the oad, difficulty was encountered in delivering an intravenous ultrasound (ivus) catheter to the ostium. The ivus catheter could not be advanced into the lesion. A balloon was used to widen the clearance of the lesion, which caused a dissection. The physician then attempted delivery of a stent, but the attempt was also unsuccessful. The physician then opted for use of oa, and a perforation occurred. A covered stent was deployed, and the procedure was completed. The patient's condition was good.